Event description:
It was reported that the device was used during a low anterior resection. The device was fired and the proximal and distal donuts appeared to be connected. The surgeon claimed that the donuts looked very odd. A leak test was completed on the anastomosis and there was an incomplete anastomosis. The anastomosis was hand-sewn to complete the case. The patient received a temporary ileostomy.

Manufacturer narrative:
Information anticipated, but unavailable at this time.